Manufacturer narrative:
Patient weight unable to be provided. Device serial number unable to be provided. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas) and the patient's outcome could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired. The cause of death is unknown. The outcome was not considered to be device or therapy related.